Manufacturer narrative:
The customer reported the secondary set fluid backflowed into the primary set, and returned one photo of the setup. The primary set is material # 2420-0007, lot 25075643. Upon initial visual examination, the set verified the complaint of back flow, and the issue is traced to the back check valve, as reported by the customer. The most probable root cause for the failure is back check valve malfunction, but without a physical sample investigation, this cannot be confirmed. The root cause for the backflow is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: there had been an issue with a bd alaris pump infusion set where the back check valve allowed medication to flow into the primary infusion set tubing drip chamber, when a secondary infusion was infusing. Complaint noticed: during / after use. Problem frequency: 1st time. Patient injury: no. Qty affected: 1 each.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.